Manufacturer narrative:
The report of driveline fault alarms was confirmed through evaluation of the system controller log files and evaluation of the returned portion of the driveline confirmed a compromise in both wires associated with phase 2, which could have contributed to the reported driveline fault alarms. The log file appeared to show the system operating as intended above the low speed limit for the duration of the log file. A distal end driveline replacement was performed by a technical services representative on 05sep2017. Approximately 18 inches of the external portion/distal end of the driveline was returned. The driveline was kinked approximately 13 inches from the metal connector. Electrical continuity testing of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The clear bionate layer was intact throughout the returned portion of the driveline. Upon removal of the bionate layer, multiple areas of shield breakdown were noted. Additionally, a bend in the wires was noted at 13 inches from the metal connector. Examination of the wires under a microscope appeared to show all the wires fully intact. The wires were submerged in a saline solution for high-potential testing to further verify the integrity of each wire¿s insulation. The test did not identify any breaches. Additionally, pulling on the wires caused both the black and brown wire to elongate and fracture, indicating that most of the inner conductors had fractured inside the intact insulation. The observed damage appeared to be the result of fatigue due to repetitive flexing. The black and brown wires comprise phase 2 of the three-phase motor. The observed wear to the black and brown wires could have contributed to the driveline fault alarms that were confirmed in the log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year. The replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2017, driveline fault alarms occurred. The driveline fault alarms were cleared and x-rays were taken; however, the images were not provided for review. The manufacturer¿s technical services representative reviewed the submitted system controller log file and observed a driveline fault event on (B)(6) 2017 at 5:15 am. The remainder of the log file was unremarkable. The system controller was exchanged and the patient was monitored. After 45 minutes no alarms occurred. A second log file was then submitted for review. As no additional driveline fault alarms occurred, it appeared that the original alarms were potentially related to the patient¿s original primary system controller. The patient was asymptomatic. On (B)(6) 2017, another log file was submitted for review after a driveline fault alarm occurred. The log file captured the driveline fault event as reported. Upon analysis of the log file, the drive line fault alarm indicated a potential issue with the driveline. On (B)(6) 2017, an external distal end percutaneous lead (driveline) replacement was performed. No additional information was provided.